Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.

Event description:
The event is reported as: complaint alleges: after clipping was performed, the clip got stuck in the jaws and it did not detach from the jaws. This problem occurred during use of the device in the procedure. There was no consequence to the pt. No pt injury reported.